Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The patient was doing well post-operatively. Additional information was received that the reason for replacing the ipg was to accommodate the additional leads. The patient had cervical leads implanted after having a successful cervical trial. The explanted ipg was not returned as it was discarded by the medical facility.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The patient doing well post-operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.